Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation.

Event description:
Manufacturer incident report#: (B)(4) received from the factory in germany: incident - screen failure of karl storz c-mac (d-blade) video laryngoscope during difficult airway. On (B)(6) 2022, the screen of the video laryngoscope failed during rapid sequence induction in the last use of the chr. 43. In total, the video laryngoscope was in operation for 3 min 30 sec to 4 min until the monitor failed.

Event description:
Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The compliant product was received on (B)(4). Investigation of the affected device revealed that the device works according to the specifications. No failure or errors were found on the pocket monitor itself. The accompanying battery was not returned to the manufacturer. However, it may be possible that the battery of the article is defective. Even after the customer has checked it, it may no longer correspond to the specifications due to aging and other influences and trigger these symptoms like early switch-off of the device. Furthermore, it was determined that the pocket monitor was reprocessed too hot because the temperature indicator has triggered. The temperature indicator is triggered when the pocket monitor has clearly been exposed to temperatures above the device specifications. (Discoloration only at 71°c, specified temperature according to IFU = 60°c). The device was returned for maintenance on 2022-04-26 due to a mainboard defect. No further defects on the device were determined at this time and this maintenance has no impact on the currently reported failure. In addition, the customer stated, a yellow warning triangle was displayed during use. This indicates a shutdown of the device in the next 2 minutes, as mentioned in the instruction for use. This is intended and specified by the manufacturer and must be observed by the customer. The screen went black after the warning was displayed on the screen. Finally, we assume a user error since the automatic shutdown was not interrupted by the user. Based on the investigation results, the root cause of the reported issue can be traced back to a usage-related failure.

Manufacturer narrative:
The compliant product was received on 2022-09-13. Investigation of the affected device revealed that the device works according to the specifications. No failure or errors were found on the pocket monitor itself. The accompanying battery was not returned to the manufacturer. However, it may be possible that the battery of the article is defective. Even after the customer has checked it, it may no longer correspond to the specifications due to aging and other influences and trigger these symptoms like early switch-off of the device. Furthermore, it was determined that the pocket monitor was reprocessed too hot because the temperature indicator has triggered. The temperature indicator is triggered when the pocket monitor has clearly been exposed to temperatures above the device specifications. (Discoloration only at 71°c, specified temperature according to IFU = 60°c). The device was returned for maintenance on 2022-04-26 due to a mainboard defect. No further defects on the device were determined at this time and this maintenance has no impact on the currently reported failure. In addition, the customer stated, a yellow warning triangle was displayed during use. This indicates a shutdown of the device in the next 2 minutes, as mentioned in the instruction for use. This is intended and specified by the manufacturer and must be observed by the customer. The screen went black after the warning was displayed on the screen. Finally, we assume a user error since the automatic shutdown was not interrupted by the user. Based on the investigation results, the root cause of the reported issue can be traced back to a usage-related failure.

Event description:
Internal karl storz reference number: (B)(4).